Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows an implanted 28cm glidepath catheter which is noted to be opacified noted in both extension legs. Therefore, the investigation is confirmed for the identified material opacification issue. However, it is inconclusive for the reported material protrusion/extrusion, deformation and discoloration as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a female patient underwent a dialysis catheter placement procedure using a glidepath hemodialysis catheter. After some time, the catheter was found to be deformed, discolored and bulging. Reportedly, on (B)(6) 2025, the catheter was removed and replaced. There was no reported patient injury.

Event description:
On (B)(6) 2025, a female patient underwent a dialysis catheter placement procedure using a glidepath hemodialysis catheter. After some time, the catheter was found to be deformed, discolored and bulging. Reportedly, on (B)(6) 2025, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.